Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00967. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a lumbar spine decompression procedure for disc hernia and a reservoir was placed in (B)(6) 2010. The reservoir functioned as intended upon first activation. About one week after the surgery, the pt complained of local pain. The surgeon confirmed there was a hematoma and the pt experienced paralysis of the left lower thigh. The hematoma was removed through a re-incision of the surgery site and the reservoir was replaced with a different reservoir. The surgeon opines that the reservoir had weak suction and the y-connector became clogged. Currently, the pt's paralysis symptom is improving.